Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, stent and the remainder of the device were checked for damage. There was no damage to the stent; however, the stent was partially deployed approximately .5cm from the distal marker band. The pull rack was returned with the lock intact. No other damage or irregularities were noticed to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 6mmx60mmx120mm epic self-expanding stent, it was noted that the stent struts had flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 6mmx60mmx120mm epic self-expanding stent, it was noted that the stent struts had flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.